Event description:
It was reported that following a coronary artery stenting procedure, an occlusion occurred. The lesion being treated was located in the proximal left anterior descending (prox lad) artery. The physician treated the lesion by implanting a 3.50x28mm taxus express2 study stent. There were no reported complications. On 406 days after the index procedure, the pt required a tvr. The prox lad was completely occluded. The occlusion was treated with a taxus stent. Post treatment stenosis was 0%.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was further reported that there was 25% left ventricular ejection fraction and timi-3 pre-index procedure. The target lesion had a reference vessel diameter of 4.0mm and length of 20mm and was visually 75% stenosed. The target lesion was also treated with pre-dilatation, and post-dilatation. Residual stenosis became visually 0% and timi-3 flow was kept through the procedure. A non-target lesion in prox rca was treated with placement of three non bsc stents. The patient's hospitalization was extended for rehabilitation of cardiac function with hypoactivity prior to the index procedure. The patient was discharged without complications on bayaspirin and plavix 14 days after the index procedure. Complete occlusion of the prox lad without ischemic symptoms was confirmed on follow-up angiogram and pci was performed. The patient was discharged two days later.

Manufacturer narrative:
(B) (4)